Event description:
It was reported that the colonovideoscope exhibited an issue where image disappeared during a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image disappearance occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: malfunction in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.